Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that during the implant surgery ¿they could not find the wires.¿ the patient stated the healthcare provider told them the surgery would be 20 minutes because everything looked good. The patient continued that the surgery took over 2 hours because ¿they had to start from scratch because they couldn¿t find the wires, the wires dissolved they said.¿ no further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1afha, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead .

Event description:
A patient reported that from the trial the patient went to have the implant put in and it was supposed to be a 20 minute procedure, but it took longer because they noticed a wire was frayed and they had to put a new wire in.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1afha serial# implanted: 2016 (B)(6)explanted: 2016 (B)(6) product type lead patient code (B)(6) pertains to tined lead (va1afha) device code c62973 pertains to tined lead (va1afha) evaluation code 92 pertains to tined lead (va1afha). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) the patient was scheduled for a standard stage 2 implant, but when the pocket was opened the plastic coating around where the lead and boot connect was pulled back exposing the wires. The hcp tried to remove the percutaneous extension using the torque wrench, but the frayed end of the lead wouldn¿t allow her to do so without creating more damage to the lead. The rep stated they decided to fully remove the lead and reimplant a new lead. The rep noted the patient responded well to the new lead placement post-surgically. The patient reported they had not had any falls or strain on the lead. The rep noted the issue was resolved at the time of the report. The lead was explanted on (B)(6). The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va1afha, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
Additional information from the manufacturer representative (rep) reported they went to pick up the devices to mail back, they think they disposed of them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va1afha serial# implanted: 2016-(B)(6) explanted: 2016-(B)(6) product type lead product ID 3889-28 lot# va1al5v serial# implanted: 2016-(B)(6)explanted: 2017-(B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient's lead wires broke in the ins so that was why they went in and redid it in 2017. No further complications were reported.